Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The august 2008 15-month biliary dilators product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A review of the device history records for the pertinent lot was reviewed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2008 that an rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2008. According to the complainant, "there was a hole in the balloon. While in the duct the balloon would not inflate." Procedure completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".